Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance. Eri (elective replacement indicator) initially caused by voltage drop below old eri value of 2.59 v on (B)(6) 2010. Voltage had since recovered to normal levels. Ramware version 8 installed on (B)(6) 2011. High battery impedance noted, which would have triggered eri on (B)(6) 2011, even with the normal voltage readings. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance. Eri (elective replacement indicator) initially caused by voltage drop below old eri value of 2.59 v on (B)(6) 2010. Voltage had since recovered to normal levels. Ramware version 8 installed on (B)(6) 2011. High battery impedance noted, which would have triggered eri on (B)(6) 2011, even with the normal voltage readings.

Event description:
It was reported that the device might be at elective replacement indicator (eri). Review of device data showed that software was uploaded and doctor wanted to verify the device was really at elective replacement indicator (eri). The battery impedance was at elective replacement indicator trigger and the device was at eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.